Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was received indicating that this patient experienced an inappropriate shock from this s-ICD device due to oversensing of noise, low amplitude, and decrease in shock impedance from 140 ohms to 45 ohms (within normal range). The patients extended hospitalization due to a multiple of other medical issues including diabetes, sepsis resulting in leg amputation, airway disease- pleura effusion, decompensation. A request was made to have data from this device analyzed. Review of device data, and x-ray imaging revealed suboptimal placement of s-ICD device. A technical service (ts) consultant reviewed device data and provided recommendations for additional x-ray imaging to view electrode position. At this time the device remains implanted, however therapy has been deactivated. The device remains implanted. No additional adverse patient effects were reported.